Manufacturer narrative:
The reported event of no capture at implant was not confirmed. Electrical, visual, and x-ray analysis was normal with no anomalies found. The lead connector boot¿s diameter was measured within product specifications.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the left ventricular (lv) lead exhibited a failure to pace. The lv lead wasn't used. The patient was stable throughout.